Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in icu4. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the side rail was pushed out about 45 degrees. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side rail latch kit to resolve the issue. Based on this information, no further action is required.